Manufacturer narrative:
It was reported that the lateral b poly insert would not properly lock into the tibial tray during surgery. The lateral a poly insert was implanted to complete the case. The lateral a poly insert is 1mm thinner than the lateral b poly insert. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the lateral b poly insert would not properly lock into the tibial tray during surgery. The lateral a poly insert was implanted to complete the case. The lateral a poly insert is 1mm thinner than the lateral b poly insert.